Event description:
The customer stated that "¿the cardio-respiratory monitor activates the alarm. Instead of lasting, it stops by itself when the nurses do not stop it at the level of the central unit or anything else¿. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that ""the cardio-respiratory monitor activates the alarm. Instead of lasting, it stops by itself when the nurses do not stop it at the level of the central unit or anything else." The alarms disappeared without having been acknowledged on the monitor or at the central. No patient harm was reported.